Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The blood leak was not visible and the machine alarmed. Test strip were used to confirm. Patient completed treatment on another machine. Patient had no adverse effects and no medical intervention was required. There is no sample available. Additional attempts to the customer have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.